Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the implant procedure the implantable cardioverter defibrillator (ICD) would not sense any signals. The ICD was attempted and not implanted as there was concern over a possible issue with the device header. Further investigation found that the wrong model and serial number was programmed into the programmer during the procedure which was caused the non detection with the attempted ICD. A new ICD was successfully implanted and no adverse patient effects were reported.